Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump history was missing data despite being in use. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 212 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.